Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. On (B)(6) 2024, a 23mm navitor valve was implanted. The following the day, on (B)(6) 2024, the patient experienced coronary obstruction and the patient passed away.

Event description:
Additional review of this event revealed there were no issues/complications identified with the implant of the navitor valve and shouldn't have been reported. The obstruction was noted to be related to the trifecta valve. The cause of death was noted as coronary obstruction presumably due to sinus sequestration with consequent thrombosis. As such, the death should be captured on the trifecta device. An updated report (2135147-2024-03974-01) was sent to address this change.

Manufacturer narrative:
Additional review of this event revealed there were no issues/complications identified with the implant of the navitor valve and shouldn't have been reported. The obstruction was noted to be related to the trifecta valve. The cause of death was noted as coronary obstruction presumably due to sinus sequestration with consequent thrombosis. As such, the death should be captured on the trifecta device. An updated report (2135147-2024-03974-01) was sent to address this change. H6 health effect - clinical code 2422 was removed. H6 health effect - impact code 1802 was removed. H6 medical device problem code 2993 was removed. An event of no adverse event and patient death was reported. It was indicated that there was a valve in valve procedure performed and a valve was placed in the trifecta valve. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of off label use and patient death was reported. It was indicated that there was a valve in valve procedure performed and a valve was placed in the trifecta valve. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device serial number was not provided; therefore, the device history record and complaint history review could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. It should be noted that per the instructions for use (IFU), "the navitor transcatheter aortic valve implantation system is indicated for relief of aortic stenosis in patient with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be high or greater risk for open surgical therapy." As the valve was selected for use in a patient with an existing surgical valve, this is a deviation from the IFU. However, it was noted that the physician was aware of this deviation and contributes to valve in valve indication. Therefore, a letter will not be sent to address this deviation.

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. On (B)(6) 2024, the patient presented to the hospital. Imaging (angiography and tte) was performed and revealed stenosis of the valve and sinus sequestration with consequent thrombosis. A 23mm navitor valve was then implanted. The following the day, on (B)(6) 2024, the patient experienced myocardial infarction, pericardial effusion, and subsequently passed away. The implanted classified the death as being related to the anatomy of the patient and the trifecta valve.